Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and threshold values. In addition, high threshold values were seen trending on the right atrial (ra) lead. The leads were removed and replaced. No patient complications have been reported as a result of this event.